Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "hospital called in saying they had a package of bone cement break during shipping."